Manufacturer narrative:
H(6): please note, evaluation codes were updated on 05 july 2018; specifically, ¿device code 1059 (bent)¿ which is now inactivated. ¿device code 2981 (material twisted)¿ has been used as a replacement for the inactivated ¿device code 1059 (bent)¿ and reflected as part of this q1 2019 alternative summary report submission. Not all devices were received for evaluation. In these cases, we were unable to confirm the reported needle mechanism failure through failure analysis investigation. All devices received underwent failure analysis investigation. The results of these investigations are represented, below, according to reported device, results, and conclusions code combinations and frequency of each: 3088 (needle) - 1158 (failure to deploy) 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available):457 102 (incompatible component/ accessory) - 12 (design deficiency): 1 102 (incompatible component/ accessory) - 4315 (cause not established): 2 114 (operational problem) - 23 (manufacturing deficiency): 1 121 (short circuit) - 12 (design deficiency): 13 135 (degradation problem) - 4315 (cause not established): 4 213 (no failure detected) - 67 (no problem detected): 64 3227 (power source problem) - 12 (design deficiency): 1 3233 (results pending completion of evaluation) - 11 (conclusion not yet available): 7 3242 (stiffness problem) - 12 (design deficiency): 4 3242 (stiffness problem) - 121 (short circuit) - 12 (design deficiency): 3 706 (assembly problem) - 23 (manufacturing deficiency): 7 total: 564 3088 (needle) - 1158 (failure to deploy) - 1354 (leak / splash) 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 3 total: 3 3088 (needle) - 1158 (failure to deploy) - 2981 (material twisted) 213 (no failure detected) - 67 (no problem detected): 1 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 6 total: 7 3088 (needle) - 1536 (retraction problem) 102 (incompatible component/ accessory) - 4315 (cause not established): 1 114 (operational problem) - 23 (manufacturing deficiency): 2 121 (short circuit) - 12 (design deficiency): 2 135 (degradation problem) - 4315 (cause not established): 2 213 (no failure detected) - 67 (no problem detected): 6 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 40 3242 (stiffness problem) 121 (short circuit) - 12 (design deficiency): 1 total: 54 3088 (needle) - 1536 (retraction problem) - 1354 (leak / splash) 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 1 total: 1 3088 (needle) - 1536 (retraction problem) - 2981 (material twisted) 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 2 total: 2 3088 (needle) - 2906 (activation, positioning or separation problem) 135 (degradation problem) - 4315 (cause not established): 9 213 (no failure detected) - 67 (no problem detected): 103 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 486 3233 (results pending completion of evaluation) - 11 (conclusion not yet available): 8 total: 606 3088 (needle) - 2906 (activation, positioning or separation problem) - 1354 (leak / splash) 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 1 total: 1 3088 (needle) - 2906 (activation, positioning or separation problem) - 2981 (material twisted) 213 (no failure detected) - 67 (no problem detected): 1 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 9 total: 10 3190 (no information) 706 (assembly problem) - 23 (manufacturing deficiency): 1 total: 1 exemption number: 2014031 total number of events: 1249.

Event description:
This report summarizes <noe>1411</noe> reported events. For each event, the pod¿s needle mechanism failed to deploy as intended, resulting in a needle mechanism failure. For detailed breakdown of specific device codes compared to investigation findings. Of the 1411 total reported events, 1249 are from quarter 1 of 2019. The remaining 162 reports contain supplemental and/or corrected alternative summary report (asr) data from prior asr submissions. The following table which provides further detail for the reported symptom of needle mechanism failure: (B)(6).